Manufacturer narrative:
Correction information: g6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result. Evaluation summary: customer reported no video image. The customer stated the loaner is damaged. However, there was no repair data that could determine the cause. We checked the returned unit and confirmed that the root brace rubber was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the root brace rubber. In addition, we confirmed that the bending rubber cracked; however, it is not the main cause, and/or irrelevant to the alleged complaint.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states with the description of "no video image" involving pentax medical video colonoscope model ec-3490li, serial number (B)(4). There was no report of death, serious injury or other significant/important medical event. The customer responded to a good faith effort request via email on 07-oct-2021 and the user reported the issue occurred during pre-inspection check. The colonoscope was removed from circulation immediately after the failure occurred and the facility follows ifus. The loaner endoscope was received by pentax medical for evaluation on 11-oct-2021. The endoscope is pending inspected by pentax medical service under service order (B)(4). Model ec-3490li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 13-oct-2021, a device history record(DHR) review for model ec-3490li, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 22-jan-2010 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 25-jan-2010. The investigation is in-process.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.